Event description:
The patient came in reporting pain and the cause is unknown. At about 1 year and 1 month post primary the surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 december 2022: lot 2013632: (B)(4) items manufactured and released on 22-mar-2021. Expiration date: 2026-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Additional components involved in the event: ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 2012914: (B)(4) items manufactured and released on 09-apr-2021. Expiration date: 2026-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot. 2108134: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.